Manufacturer narrative:
The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis.

Event description:
Patient reported left side cellulitis from breast's down the body to the thighs, pain, and dime size holes in some areas on the skin from the cellulitis. Device remains implanted.